Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The motor kit was received and visually inspected with no discrepancies observed. No indication of a motor shear was present. The kit was installed on a bed, the bed loaded and all functions were tested. The motor remained attached and functioned with no discrepancies. The nature of complaint and device inspection findings indicate a potential set up error when bed was delivered and set up for the user. There was no injury alleged with this complaint. Medical intervention was sought and an MRI confirmed that there was no injury.

Event description:
The consumer was sitting upright in bed at a 90 degree angle, when the motor allegedly sheared off, causing him to "free fall" back down in the bed. The consumer did go to the hospital and had a MRI, but no injury was found.